Manufacturer narrative:
According to the information received, the rondo 3 was cracked and the magnet came loose, so the audio processor fell off. The investigation can confirm the reported issue, which was likely caused by external mechanical stress. Further the rechargeable battery was damaged and leaking electrolyte oxidized some components. There has been no report of patient injury from contact with leaking electrolyte. This is a combined initial and final report.

Event description:
The following was received by the med-el social media monitoring: there is no problem with the sound or computer system of my device, but there is a serious crack and fracture on the outer surface of the rondo, namely the cover. It causes the magnet in the middle of the device to loosen.